Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely the image abnormality occurred temporarily due to some factors such as the scope connector part of the clv-290 not being sufficiently dry, communication failure with the scope due to the effect of foreign matter on the electrical contacts, or a short on the circuit due to dust accumulated inside the housing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to MFR 3002808148 - 2024 - 02569 (1/2). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center octagonal mask image did not appear. The problem was resolved by wiping the scope connector with alcohol. This issue occurred during maintenance inspection. There were no reports of patient harm.